Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The patient presented with an st elevated myocardial infarction (stemi). A balance middleweight guide wire was advanced to the lesion through a previously placed stent. During removal of the guide wire, the tip of the wire stuck in the strut of the implanted stent and separated. The patient was sent to another hospital for open heart surgery. There was a clinically significant delay in the procedure and a severe adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: part number changed from 1001780s-hc to unk bmw universal. Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A single cine photo from the procedure was received and reviewed by an abbott vascular clinical specialist. The reviewer noted the single image reviewed did not show a guide wire separation within the anatomy nor is there any visible deployed stent. The single cine image reviewed does not support the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.